Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for a follow-up check of the device after implant. Upon interrogation, it was noted that the atrial lead was dislodged. The lead was explanted and replaced. The patient was stable.